Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 2 bursts of anti-tachycardia pacing (atp) for a ventricular tachycardia (vt). The second burst of atp accelerated the rhythm into the ventricular fibrillation (vf) zone and a shock was delivered and successfully converted the rhythm. Review of the stored episode noted post shock pacing was left ventricular (lv) only and noted possible loss of capture (loc) on some beats with the lv lead. Technical services (ts) discussed the episode with the physician and recommended further evaluation. No further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service.